Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that occlusion alarms occurred. Customer changed the cartridge and resumed insulin therapy. Customer¿s blood glucose (bg) level was over 500 mg/dl. Elevated blood glucose levels were addressed by manual insulin injection.